Event description:
It was reported the charger nor pt programmer would communicate with the ipg. A communication error message displayed. It was further reported the pt had not recharged or used the system for the past 6-8 months. The next course of action is undetermined at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.